Manufacturer narrative:
Integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - a complaint investigation is not possible as the device has not been returned. Device history evaluation - no nonconformity issue for this lot. Conclusion: a determination of root cause is not possible as the device has not been returned.

Manufacturer narrative:
Integra has completed their internal investigation on september 5, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; no failure detected by service and repair technicians. DHR review; no nonconformity issue for this lot. Complaints history; no complaints for this lot. Conclusion: no failure detected.

Manufacturer narrative:
Additional information received on dec/7/2015. The instrument burned at the connection of the forceps and the cable with crepitus, sparks and smoke. There was risk of burn for the patient and surgeon.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The forceps burnt. No further information available. Report 7 of 12.